Event description:
It was reported, the physician was unable to make the drill bit make the necessary hole to place the bolt as the hand drill would not grab the bit. The bit would not engage. No pt injury occurred as a result of the event. Add'l clinical info requested from the reporting facility.

Manufacturer narrative:
(B)(4). The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.